Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device was not returned, therefore resmed is unable to confirm the alleged malfunction. Per the reporter, the astral device's ac led remained on even after the ac adapter was unplugged. The reporter also noted that the device was operating and ventilating normally. Based on the information available, it is possible that the ac light indicated that the device was powered by its internal battery even after ac disconnection. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device indicated it was connected to a main power source while unplugged. There was no patient injury reported as a result of this incident.